Event description:
As reported: doctor went to insert bypass tube through the manta sheath valve and it would not go. He struggled a bit and ultimately ended up opening a second device. The second device was also difficult but he ultimately was able to deliver the bypass tube through the valve with force. Associated to: MDR 3010252479-2022-00072 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was planned for closure. No issues were encountered advancing or withdrawing procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate to severe resistance while attempting to advance the bypass tube into the sheath hub. The physician removed the entire device and sheath off the guidewire and opened a second 18f manta device. A new sheath was placed, and again while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate to severe resistance while attempting to advance the bypass tube into the sheath hub. The physician was able to deliver the bypass tube through the hemostatic valve of the sheath after applying force. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to fu-3010252479-2022-00072 manta.